Event description:
A customer in the united states notified biomérieux that they observed non repeatable underestimated results when testing a patient¿s samples using vidas hcg 60 tests (lot 1009059670, expiry date 29-oct-2022). On (B)(6) 2022. The patient¿s first sample was drawn on (B)(6) 2022 and tested with the result : 133.81 mui/ml. This sample was retested on (B)(6) 2022 and the result was 33.33 mui/ml. The same sample was stored in the fridge and tested on (B)(6) 2022: 4050 mui/ml and 4000 mui/ml on section b. A new sample was drawn and tested on (B)(6) 2022. The results for this same sample after dilution b 1/20 were the following: - result 10:43 am in a2 position: 5974.59 mui/ml - result at 11:15 am in b2 position: 6494.57 mui/ml the customer stated that they are concerned there is too much difference between the results obtained with the first sample and the second and not sure if this patient is considered pregnant. These results were preceded by a valid calibration performed on (B)(6) 2022. The last qcv results on (B)(6) 2022 on sections a and b, show that there is no problem with the mini vidas instrument. At the time of this assessment, there was no indication that any patient harm occurred as a result of this issue. A biomérieux internal investigation will be initiated.